Event description:
Reported as "the patient has been operated first 11/2 years ago. They have been hospitalized again because of vomiting etc. By x-ray an anurism has een found. Another lapband was implanted (from co's stock)."